Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One t3 non-platform switched tapered implant (bost410) was returned for investigation. Visual inspection of the as returned product identified minor nicks around the external threads. Measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, it was determined that the product met design specification. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. There was no device malfunction noted during investigation. Complaint is therefore non-verifiable. The following sections have been updated: d4: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the patient had bone loss. The implant was extracted and rescheduled for bone regeneration. Tooth location 29.